Event description:
It was reported that pump experienced malfunction after becoming wet, and malfunction alarm with code 3 was displayed that could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.